Manufacturer narrative:
Investigation summary: a review of the functional test, device history record, drawing, documentation, specifications, quality control, manufacturing instructions and a visual inspection of the returned device were conducted during the investigation. One device was returned for investigation. The device was returned with the handle in the open position and the basket formation in the open position. A visual examination noted that one of the wires is longer than the others. The collet knob is tight and secure. The mlla (male luer lock adaptor) is finger tight. The pett measures 3.7 cm in length. A kink is noted in the basket sheath 27 cm from the nose of the mlla. The support sheath and the basket sheath are still adhered. A functional test noted the handle actuated the basket formation, but not to the completely close position. Under magnification, the elongated wire has the appearance of being caught on something. The wire appears to have been pulled on to the point of stretching and straightening the wire in the basket formation. It appears the device met resistance beyond its intended design. The returned device was found to have had 1 wire partially pulled free from the cannula, causing it to be longer than the other wires and causing the observed deformation of the basket tip. The cause for the displaced wire was not determined. Additionally, a document based investigation evaluation was performed. There was no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances associated with the complaint device lot number. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported by the customer that, following the use of the device in a trans-urethral lithotripsy procedure to remove a stone, it was noticed that the tip of the basket exhibited elongation deformation. Another manufacture's device was reportedly used instead to complete the procedure, with no further complications reported.